Event description:
It was reported that the power plug on the rover was melted. This was found by the manufacturer's field service representative during a service call. There was no patient involvement or adverse consequences and no allegation of smoke or flames being seen.

Manufacturer narrative:
The plug was replaced and the unit was placed back into service. This report will be updated when the quality investigation is completed.